Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector and the interconnect cable were replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It is reported that the interconnect cable will not connect to c arm due to a broken pin in the lemo receptacle. This will result in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.